Event description:
Customer called stating that her meter has been giving peculiar readings. After further investigation it was discovered that the meter is reporting results in mmol/l instead of mg/dl. The customer was sent a replacement meter.